Event description:
During remote follow-up, oversensing of noise was observed on the right ventricular (rv) lead. Lead damage was suspected. The patient was stable and there were no adverse consequences.